Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device. 1 years 6 months 26 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the staff witnessed dark and bloody bowel movements at the sub-acute rehabilitation center. The patient was sent to the ER with a drop a in hemoglobin to 6.1. Coumadin was held and the patient received two units of packed red blood cells. The patient was admitted to the ICU and on (B)(6) 2019 a gi was consulted. A push enteroscopy was done and findings were within normal limits with no bleeding found. It was recommended to monitor the patient's stool and maintain a clear liquid diet. On (B)(6) 2019 patient was transferred back to the floor. Once patient had stable labs they were discontinued back to the sub-acute rehabilitation center. No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.